Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the subject device exhibited white foreign materials inside the air/water tube, air/water cylinder and burn on the plastic distal end. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
Updated fields: h3, h6, and h11. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 17 years since the subject device was manufactured. Based on the results of the investigation, an identification and definitive root cause for the suggested reported malfunction could not be established. The event can be detected/prevented by following the instructions for use which state: ·labeling the events can be detected and prevented in accordance with the following IFU. IFU states that detection method in tjf-q190v operation manual chapter 3 preparation and inspection. IFU states that preventive measure in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. User can possibly reduce/prevent occurrence of the suggested event by handling the device in accordance with the following IFU. -using endo therapy accessories olympus will continue to monitor field performance for this device.